Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that this was a percutaneous vertebroplasty(t12) for a vertebral fracture on (B)(6) 2025. While following safety procedures and following safety checks, the surgeon felt strong resistance while inserting the hollow access needle over the guidewire and, after reaching the correct position, attempting to remove the hollow trocar. Then the surgeon was unable to insert or remove the hollow trocar anymore. Using excessive force during removal could have significantly impacted the patient's vertebral, potentially resulting in a secondary fracture. Therefore, the surgeon immediately halt the procedure and opened a new access kit that had been placed in reserve, and the surgery was completed successfully within 30mins of delay. After the surgery, the sales rep inspected the actual item and, although there were no apparent external issues, a clear scratch was found on the hollow trocar. A visual inspection of the inner of the access kit's outer tube revealed no abnormalities. Since the procedure proceeded smoothly after the replacement and no special procedures were performed, it is believed that this was due to the product, but the cause was unable to be confirmed on-site.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found canulated trocars had several scratches on the middle of the shaft, while cannula was observed to have scratches on the inside. The condition on both devices might affect their assembly the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces at various attempts of assembly. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional evaluation was performed using the working cannula ø 4.7 x 137.9 and cannulated trocar ø 4.2x146 in the kit access kit 4.7, and found that both devices presented difficulty to be assembled. The overall complaint was confirmed as the observed condition of the access kit 4.7 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part:03.804.612s. Lot:25d26-1. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 26 apr 2025. Expiration date: 01 apr 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (expiration date), d9 and h4. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.